Event description:
The arterial line was noted to not be working and leaking at the site. When the line was removed from the patient, only a small amount of the catheter was present. The patient was critically ill and the decision was made to not retrieve the retained piece of catheter.